Manufacturer narrative:
Emboli is included as a possible complication in the instructions for use (IFU) for the penumbra system reperfusion catheter evaluation of the returned 3maxc confirmed a fracture on the distal shaft. Evaluation revealed that the device was stretched proximal to the fractured location. If the 3maxc is retracted against resistance, it may become stretched and may subsequently fracture. The distal fractured segment was not returned for evaluation. Further evaluation revealed kinks and ovalization within the stretched location on the catheter shaft. This type of damage may occur if the device is manipulated against resistance. Based on the reported event, the root cause of the resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2023-00020. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2023-00020.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system 3max reperfusion catheter (3maxc), benchmark bmx96 access system (bmx96), penumbra system red72 reperfusion catheter (red72), a penumbra engine canister (canister), and guidewire. During the procedure, the physician advanced the red72 through the bmx96 and made the first pass in the target vessel using the red72. Next, the physician advanced the red72 over the 3maxc and then removed the 3maxc to make the second pass using the red72. Subsequently, upon inspecting the canister for clot, the physician noticed the distal end of the 3maxc had broken off and was aspirated with the red72 and into the canister. Therefore, the 3maxc was not used for the remainder of the procedure. It was also reported that the clot migrated from the ica to the m2 segment of the mca, and the physician decided to remove the red72 and switch to a penumbra system red 62 reperfusion catheter (red62). The procedure was completed using a velocity delivery microcatheter (velocity) and red62.